Event description:
One hour into a hemodialysis treatment, the healthcare professional reported blood started to leak around the header of an mca 200 dialyzer. Treatment was discontinued and blood was returned to the patient. Estimated blood loss < 100 cc. When the dialyzer was removed, the header was loose. Dialyzer was discarded. No serious injury or medical intervention reported.